Event description:
During preperation for a coronary drug eluting stenting treatment procedure, damage to the stent was noted. After unpacking the taxus express2 3.5x28mm stent from the sterile bag, they found that the struts appeared to be flared at one end. The procedure was completed with a different device, not specified. No pt injuries or complications occurred.